Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.5/2.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant) claim(B)(4).